Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 303345 and lot number 1015091. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. It could be possible the customer is not using the product as intended. This product is not designed to puncture the stopper vial. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. This is off label use. This product is not designed to puncture the stopper vial.

Event description:
It was reported that 2 bd¿ blunt plastic cannulas experienced foreign matter in the fluid path. The following information was provided by the initial reporter: these cannulas have proven to not be an acceptable product in our health system. From the day we put these on our shelves, we have received nothing but negative feedback and our end users have completely lost confidence in this product and we will no longer be able to utilize them. We have also received countless emails and phone calls regarding these. I was even getting calls throughout the weekends. Our supply chain specialists who supply our units continue to receive negative feedback as well. Nurse was reconstituting ancef w/ blunt plastic cannula and noticed piece of rubber top was floating in ancef vial. Same thing happened to same nurse again with different vial of ancef.